Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a dry acid (132 gallon unit) mixer. The biomed initially contacted technical support (ts) due to the mixer not filling. During follow-up it was revealed that a burning smell was also noted. Upon further investigation the biomed noticed the fill valve was burnt, and so was the control board. In the initial reporting it was documented that the fill valve "smoked". However, during follow-up the biomed stated they did not see any smoke, sparks, or flames. They were able to fix the machine by replacing the fill valve and the control board. The reported issue did not impact any patient treatments. The biomed said the machine was repaired the same day the filling issues started, and the repair only took approximately one hour. There were no photos of the thermal damage to provide, and the biomed said the damaged parts were discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a dry acid (132 gallon unit) mixer. The biomed initially contacted technical support (ts) due to the mixer not filling. During follow-up it was revealed that a burning smell was also noted. Upon further investigation the biomed noticed the fill valve was burnt, and so was the control board. In the initial reporting it was documented that the fill valve "smoked". However, during follow-up the biomed stated they did not see any smoke, sparks, or flames. They were able to fix the machine by replacing the fill valve and the control board. The reported issue did not impact any patient treatments. The biomed said the machine was repaired the same day the filling issues started, and the repair only took approximately one hour. There were no photos of the thermal damage to provide, and the biomed said the damaged parts were discarded.